Event description:
A customer reported a pump alarm with an error code of 20 during the loading process, indicating an issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Despite assistance from technical support in attempting to load a new cartridge correctly, the alarm persisted, and the customer could not resume insulin therapy. Consequently, technical support decided to replace the faulty pump.